Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 20 states, "persistent pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain due to a fractured implant. Patient further alleges that radiographs were taken in (B)(6)l 2013 and an MRI was performed in (B)(6) 2013. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.